Event description:
It was reported that a patient presented to clinic for lead extraction of their right atrial (ra) lead and right ventricle (rv) lead due to oversensing noise on both leads. The patient¿s generator and both leads were removed and upgraded to a leadless pacemaker system. The patient did not experience any adverse consequences.